Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Robotic roux-en-y gastric bypass just for clarification, was the jaws of the device locked closed and could not be opened with the reverse button or the manual override therefore the cartridge could not be removed? This was not described in the report of the event. The cartridge is still attached to the stapler. (B)(4).